Event description:
This lead was implanted on (B)(6) 2007 and remains in service. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . Technical services received a call on 1/2/13 stating that there is noise on rv riata lead. Caller stated that patient got atp yesterday because of noise, then after atp was delivered, patient went into a true arrhythmia and received a shock for it. Do not know if atp caused arrhythmia or if it was just a spontaneous arrhythmia, because two days prior to that episode patient had an appropriate episode with therapy which had no noise. Just yesterday patient had 7 events stored that had noise, counting the atp episode - the others were nonsustained episodes. Caller stated that it looks like this has been going on since the last time device checked in august. On december 31 patient had an appropriate episode, and there were episodes with atp, but can't see all egms. Caller talked to physician and because of patient condition, he elected to just extend durations out. Caller doesn't think that they are going to do anything invasive. Patient is not dependent so no pauses because of noise. Patient is only 4% vp. Caller didn't change sensitivity because noise artifact is pretty big. Caller informed physician that by extending duration there would be a longer time to real therapy if needed. Caller stated that rv lead impedance and threshold are good and daily measurements looked good - all within normal range. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).